Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that when he goes to press the up arrow button, it keeps scrolling up and the buttons are not reacting. Customer's blood glucose was 224 mg/dl at the time of the incident. Customer stated that the pump was in his pocket and none of the buttons are working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No display anomaly was noted.